Event description:
It was reported that the pump on the level 1 hotline low flow system had a bad float switch. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The examination showed the device was in good condition. The device was given functional testing; this did not confirm a problem with the reservoir but an alarm condition did occur indicating the user should "check disposable". Examination of the area where disposable is attached showed damage to the microswitch which was likely causing the problem identified.